Manufacturer narrative:
The lead remains in service for approximately 22 years, 9 months based upon the event date (B)(6) 2023. No product was returned to oscor inc. For evaluation, as it remains in service / implanted; however, a complaint notification was provided. Based upon the implant date of this lead (B)(6) 2001 the device history record for this lead model is beyond oscor's record retention period. Without the return of the actual lead in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. This complaint is non-verifiable as the product was not returned for evaluation. Inspection procedures require any oscor product to pass all in-process and qa final inspections before shipping to the customer. Based on the investigation, a CAPA is not required. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited intrinsic amplitude out of range (0.3mv). The patient is in afib and programmed vvir. The ra lead remains in service. No information available if this patient is being monitored. Last office interrogation was (B)(6) 2023. The device, d153/218241 defibrillator latitude consult¿ model/sn: (B)(6) appears to be functioning as programmed. No health consequences or impact to patient.